Event description:
Info from foreign reporter states that pt complained about loss of drug effect. The physician claims that rotor test indicated motor stall. Device has been returned to MFR for analysis. No further info about this pt or event is available from foreign reporter.

Manufacturer narrative:
H6 primary finding is no device failure. This device was put on a 200 day test in an attempt to duplicate the reported failure. Device functioned normally and analysis revealed no device failure.